Event description:
Our IV tech was using these syringes and noticed a white residue/substance on the inside of the barrel. The tech said one syringe looked like it had a black hair on it also. The syringes were from covidien luer lock tip / embout luer lock monoject 35ml sterile syringes lot 922459x or lot 921043x. All syringes were inspected and only these two were found with residue. (B)(6).